Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient reported their transmitter "stopped working". No additional patient or event information is available. No product or data was provided for evaluation. The complaint confirmation could not be determined. The root cause could not be determined.